Manufacturer narrative:
D9/h3 corrected to indicate device was not returned. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A potential non-conformity report was nonetheless initiated to address this event. The comprehensive root cause analysis of the potential ncr included a surface and microstructure analysis as well as nano-indent hardness measurement of variax1 and variax2 screw samples by the fraunhofer institute on behalf of stryker. Further internal investigation efforts were focusing on the anodization color difference between variax1 and variax2 screws. Significant differences between the screws which could result in the reported complaints have not been revealed in either fraunhofer or stryker investigations. Excessive in-house handling and bench testing with variax2 screws from various manufacturing batches showed that locking is achieved as intended. The desired increase in torque indicating to the customer that the screw is locking in the plate, can be confirmed. Since neither the catalog number nor lot number of the device was communicated, a review of the device history was not possible. A review of the labeling did not indicate any abnormalities. Considering the information given and based on the above investigations a root cause of the reported event could not be determined. If any further substantial information is provided, the investigation report will be updated. H3 other text : device was not returned.

Event description:
As reported: "the patient's infection, the second distal screw came off, so a revision operation was performed on april 5. After the skin was cut, the second and third screws that had entered the distal area were removed, washed, and an attempt was made to insert the screw into the second screw hole again, but the bone was lost and the insertion was abandoned. Since the screw contained in the distal bone fragment would disappear as it is, I tried to insert at least the third screw from the distal side, and opened and inserted a new screw shorter than the originally inserted screw, but it did not lock. .. I reinserted it into the hole that had already been opened, but it did not lock, so this is my request for investigation. Also, please check the place where the second one comes out from the distal side."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the patient's infection, the second distal screw came off, so a revision operation was performed on april 5. After the skin was cut, the second and third screws that had entered the distal area were removed, washed, and an attempt was made to insert the screw into the second screw hole again, but the bone was lost and the insertion was abandoned. Since the screw contained in the distal bone fragment would disappear as it is, I tried to insert at least the third screw from the distal side, and opened and inserted a new screw shorter than the originally inserted screw, but it did not lock. .. I reinserted it into the hole that had already been opened, but it did not lock, so this is my request for investigation. Also, please check the place where the second one comes out from the distal side."